Event description:
A resolute integrity drug-eluting stent was implanted to the lad. Approximately 9.5 months post stent implant the patient had an 'assumed acute mi' and expired same day at home. Investigator assessed that the mi is possibly related to the study device but not related to the procedure.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death <(>&<)> mi).